Event description:
The customer reported via phone call that the insulin pump alarmed button error, and the infusion set came off the customer's body during a bolus attempt. The customer's blood glucose was 86 mg/dl. She stated that she had been in a dark room, and she could not see what she was pressing. She declined to troubleshoot for the issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The pump also had a cracked case at the display window corners, a cracked display window, cracked battery tube threads, and minor scratches on the lcd window. The backlight worked properly.